Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6).

Event description:
It was reported that during an unknown procedure, the pump does not work as it should, but it is not all the time. No harm on patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device was sent to the service center for evaluation. The service center was able to confirm the reported issue. Defective component identified, tips were worn out. The tips were replaced to correct the issue. Possible root cause for the reported failure could be from fair wear and tear as the device is approximately five (5) years old and could¿ve seen heavy use in the field. A check of the manufacturing finished goods records for the reported spare part number revealed two reworks which both were approved by mitek, which included a software update on the closed valve feature. The devices released for distribution on november 27, 2013 other than rework done on this lot, there were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this serialized device. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received from affiliate on 02march2018: reportedly the customer was unsure if the issue was intermittent operation or the pump wouldn¿t power on. There was no surgical delay reported. The procedure was completed with no consequences. It is unknown if alternatives were readily available.